Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a lower extremity diagnostic angiogram procedure. Reportedly, the device was not adequately preflushed with saline. When the device was inserted a continuous drip of blood from the marker lumen was not seen. The device was removed and another perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Based on the manufacturing inspection criteria and analysis of the returned device, the reported unsuccessful luminal blood marking could not be confirmed and a definitive cause could not be identified as the returned device indicated that the marker lumen was fully functional as intended. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.